Event description:
It was reported through the implant registry that a patient with a 21mm 3300tfx aortic valve implanted for 5 years 11 months underwent redo aortic valve replacement due a type a aortic dissection, thrombosis of the aortic valve, and ai. A 23mm 11500a valve was implanted in replacement. Patient expired on pod#36. Per medical records: the patient underwent elective surgery, the hemi arch graft was found kinked with erosion into the sternum, the kink producing a flap, which was the source of the patient's recent tia's, the aortic valve was covered with thrombin and the valve leaflets were stiff. It was decided to replace the valve, due to it having very little useful life. The patient then underwent redo avr , replacement of the ascending aortic and transverse arch graft with a 30mmgraft. The procedure was complicated by cardiogenic shock and failure to wean from cpb due to rv failure, since there was known CT evidence of proximal rca disease, a decision was made to graft the rca. Cpb was weaned but rv function remained impaired, the patient had to 3 to 4 episodes of v fib and was placed on va ECMO to assist with stabilizing the patient. The patient was then stable with good flows the patient was transferred from the or to a higher level of care for ongoing ECMO management. Prior to decannulation of va ECMO on pod #22, the patients cardiac function was improving but he had persistent respiratory failure due to pneumonia. An echo on pod #23 showed normal biventricular function. His post operative course was complicated by acute hypoxic respiratory failure due to klebsiella and burkholderia pneumonia, cardiogenic shock, and multi-organ failure. The patient was transitioned to comfort care on pod #36. The explanted aortic valve and aorta specimen was sent to pathology clinical diagnosis ascending aorta aneurysm, aortic insufficiency. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available; device was discarded. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: h6 investigation findings, and investigation conclusions. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.